Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D4: catalog and lot number updated. D4: UDI not available d4: expiration date. D9: device available for evaluation change ¿yes' to 'no'. G3: date received by the manufacturer. G4: PMA/510(k) number not available. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer change no returned. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. During investigaton it was identified a different implant reference returned, during follow up with doctor he provided new reference and lot. Althouth new information was provided the information does not match to the returned product. This report is being sent to update MFR 0002023141-2021-03627 report with new information provided by the doctor. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the implant at an unknown tooth site was removed due to peri-implantitis. Bone loss in two thirds of the implant.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.